Event description:
Customer called and stated the pad caught fire and burned him.

Manufacturer narrative:
Our examination revealed that one of the terminals had been broken near thermostat, which had compromised our double-insulated design. Cord was cut and taped back together in 2 different places. Cord also appears to have been pulled on with force. Wire and connections out of place. We also found several other internal components that were damaged, indicating that the customer misused the pad by applying an excessive, localized force on or near the thermostat terminal. We concluded that this report was attributable to misuse by the user, and failure to follow instructions as to the care and handling of the unit. Although warning labels and instruction booklets warn against sitting or laying on the product, we have a corrective action project (B)(4) underway to make the design more robust.